Manufacturer narrative:
Addendum ((B)(6) 2012): cec adjudication minutes were received on (B)(6) 2012. As per the report, it was reported that the cardiac enzymes were elevated that was later diagnosed as a periprocedural mi based on the received adjudication minutes. It was noted that the ECG core lab report was unavailable. Additional information including ECG tracings, discharge summary and hospital laboratory reports were requested from the site, but no additional information was received. Please note that the code for mi has been added in the file based on the received adjudication minutes. Complaint conclusion: the complaint received states that this cypress study patient suffered a peri-procedural mi and coronary artery occlusion during the index procedure. This is a (B)(6) female with medical history including dyslipidemia, hypertension, diabetes and current smoker. The indication for the index procedure was a positive functional study with angina. Angiography revealed a 99% stenosis in the mid lad. In (B)(6) 2009, the index procedure was performed for treatment of one target lesion. Pre-dilation and implantation of a single study stent were successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. The site reported a jailed 1st diagonal branch that was treated with poba. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure at 10:35, the ck was 40, the ckmb was not performed and troponin was 0.017. Post procedure the ck was 62, the ckmb was 1.2 and the troponin was 0.474. The next day the ck was 70, the ckmb was 0.3 and the troponin was 0.7. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The ECG core lab report was not available. Additional source documentation was requested from the site; however, the site responded "reviewed by pi. No peri-procedural mi experienced. No source will be sent." The post procedure course was uncomplicated and the patient was discharged two days after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15045473 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
The patient was enrolled in the (B)(4) study due to unstable angina pectoris and a (B)(4) functional test for ischemia. The patient had a 99%, de novo, type b2 lesion in the mid left anterior descending (lad) artery. The lesion was 2.5mm in length and the vessel was 12mm in diameter. The lesion was treated with a 2.5 x 28mm cypher stent, implanted at 12atm. It was noted that the first diagonal had to be treated with balloon angioplasty as there was jailed side branch occlusion. The patient's troponin levels were elevated post procedure to 0.474 (upper limit is 0.06 ng/ml). Approximately a year and eleven months post index procedure the patient had worsening coronary artery disease and was treated with a stent to the distal circumflex. At this time angiography confirmed that the stent initially implanted in the mid lad was widely patent. This event was deemed to be unrelated to the stent implanted at index.

Manufacturer narrative:
The complaint received states that during the index procedure (B)(6) study patient had side branch coronary artery occlusion and suffered an mi. The patient was enrolled in (B)(6) study due to unstable angina pectoris and a positive functional test for ischemia. This is a (B)(6) female with medical history including history of angina, ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, diabetes (type ii), smoking (within 30 days), intermittent headaches, arthritis. The patient had a 99%, de novo, type b2 lesion in the mid left anterior descending (lad) artery. The lesion was 2.5mm in length and the vessel was 12mm in diameter. The lesion was treated with a 2.5 x 28mm cypher stent, implanted at 12atm. It was noted that the first diagonal had to be treated with balloon angioplasty as there was jailed side branch occlusion. The patient's troponin levels were elevated post procedure to 0.474 (upper limit is 0.06 ng/ml). The patient was discharged on dual anti-platelet therapy. The stent remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15045473 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Pre-sterile lot 15045790 was also reviewed and it was observed that 8 units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issue may have contributed to the reported events.

Manufacturer narrative:
A 2.0 x 12mm balloon catheter was used during the index procedure. Additional information will be submitted upon 30 days of receipt.